Manufacturer narrative:
Eval summary: mfg documentation was reviewed and shows that the correct amount of set screws were acquired and used for this particular lot, indicating that the set screws were assembled to the device conformingly. When assembled, the screws remain loose in the femoral component. It is possible that the screws fell out due to vibration caused during transit and then were lost when the package was opened. Without further info, however, exact cause cannot be determined. A complaint history search for lot 61432621 revealed no further complaints. Upon receiving the complaint, an inventory search revealed that no inventory from this lot remained in stock. As such, a stock investigation was not possible. Complaints for this lot/device will be monitored and actions will be taken as necessitated by potential future findings. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the safety screws were missing and that the femoral component was implanted without the safety screws.